Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that her pump goes all the way to 90% and just sits there and sometimes it times out even. Patient stated it had been slow since implant. Agent walked patient through clearing data and connecting to the pump. Patient was able to successfully connect and was getting 90%. The troubleshooting steps that were taken on the call resolved the issue. Patient would monitor and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.